Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 3, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 4114, 3221, 4315). The affected sample was not returned for evaluation. A retention sample from the same lot number was inspected to show no anomalies with the device. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. Without a returned device, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
A medsun report was received by terumo cardiovascular that stated the cautery intermittently would not work. As per the medsun report, the procedure was an urgent coronary artery bypass grafting x 3 (left internal mammary artery to left anterior descending, reverse saphenous vein graft to the ramus intermedius, reverse saphenous vein graft to the posterolateral branch of the right coronary artery) bilateral lower extremity endoscopic vein harvest. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.